Manufacturer narrative:
Additional FDA product codes include: kra, catheter, continuous flush. Dqe, catheter, oximeter, fiberoptic. Dqo, catheter, intravascular, diagnostic. The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that during use of the swan-ganz catheter it was unable to provide svo2 due to level 3 (poor) or level 4 (unacceptable) signal quality indicator (sqi) with vigilance ii monitor. After that, sqi turned to level 2 (intermediate), but svo2 values became unstable. There were no reports of occlusion, leaks, or kinks of the catheter. No error message was displayed. Due to concerns about vessel wall contact, the catheter position was adjusted, but the issue persisted; therefore, svo2 measurement was discontinued. No treatment was performed based on the inaccurate values. There was no allegation of patient injury.